Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power because the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: a review of the pump history showed that pump reboots were recorded. The returned battery cap was able to be secured properly to the pump and was able to maintain an electrical connection. There was no damage observed to the battery compartment or battery cap. The pump was exercised for 24 hours using the returned battery cap with no power reboots occurring. The returned battery cap was used to complete the investigation. The complaint of the pump losing power was observed in the pump history but was not able to be duplicated during investigation. No defects were found to the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.